Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that the paramedics took them to the hospital. The customer reported that they could not bolus and the insulin was not dripping. The customer's blood glucose was 1530 mg/dl at the time of incident. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer performed high pressure test and the insulin pump failed twice. The insulin pump will be returned for analysis.